Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump populated the carbohydrate amount without user input on the bolus delivery screen. There was no reported impact to customer's blood glucose level. At the time of the report to tandem technical support, the issue was resolved, and the customer continued to use the pump for insulin therapy.